Event description:
Boston scientific received information that during the implant procedure, this right ventricular defibrillation lead exhibited impedances greater than 2,000 ohms. A malfunction of the lead was suspected. The lead was removed and successfully replaced. The attempted lead was returned for analysis. The procedure was completed with normal measurements. No adverse patient effects were reported.

Manufacturer narrative:
To date, the attempted lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.